Manufacturer narrative:
The device will not be returned for evaluation.

Event description:
It was reported that when cleaning the catheter with naci, yellow, yellow color was left behind on the cloth. No patient complications were reported.